Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced pneumoperitoneum. During the nighttime therapy, the patient received a 2240 (air in tubing) alarm. The patient changed the tubing set and primes without incident. During the early morning, the claria device alarms a 2065 (failsafe shutdown). The patient experienced severe abdominal pain, uncomfortable feeling, pain over the whole body, shoulder pain and distended abdomen. The patient attempted to drain liquid and air out from the catheter. The patient was unable to determine if any liquid or air was removed from the abdomen. The patient was then hospitalized for the event. During hospitalization, 800 ml of liquid and air were drained from the patient¿s abdomen. Two days after the event onset, the patient had recovered from the event. Four days after admission, the patient was discharged from the hospital. It was not reported if peritoneal dialysis remained ongoing. No additional information is available.

Manufacturer narrative:
Three used cassettes were received for evaluation (two of lot 17h05023 and one lot s17a31119). Batch reviews were conducted for both lots and there were no deviations found related to this reported condition during the manufacture of this lot. The devices received visual and functional inspection. When the cassettes received simulated use testing, reload the set alarms occurred preventing therapy from being initiated on 2 out of 3 cassettes. Underwater leak test on the first sample revealed two cuts in the cassette sheeting, one near the patient line port and one near one of the last fill valves. Underwater leak test on the second sample revealed a cut near one of the patient line valves. No other visual defects were found. Simulated use testing was completed for the third sample with no alarms and the sample met specifications with not issues found. Follow up information was received from the device user indicating they used a sharp object opening the packaging, likely a knife or razor. Upon further review, it was determined the cause of the reported issue (air in line) was caused by cuts in the cassette sheeting which were caused by use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.